Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2021. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('back pain') in a 50-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced back pain (seriousness criterion medically significant), fatigue ("chronic fatigue / fatigue throughout the day"), osteoarthritis ("osteoarthritis"), arthralgia ("joint pain"), migraine ("migraines"), urinary tract infection ("urinary tract infections"), visual impairment ("reduced vision"), sleep disorder ("disturbed sleep"), depression ("depression") and asthenia ("lack of energy"). The patient was treated with analgesics and antibiotics. Essure (ess205) treatment was not changed. At the time of the report, the back pain, osteoarthritis, arthralgia, migraine, urinary tract infection and visual impairment had resolved and the fatigue, sleep disorder, depression and asthenia had not resolved. The reporter considered arthralgia, asthenia, back pain, depression, fatigue, migraine, osteoarthritis, sleep disorder, urinary tract infection and visual impairment to be related to essure (ess205). The reporter commented: that the patient used antibiotics and analgesics for a long-term. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-feb-2021: quality safety evaluation of ptc. After internal review, essure model was changed to ess 205 and imdrf health impact codes (annex f) was changed to f12. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 26-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('back pain') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criterion medically significant), fatigue ("chronic fatigue / fatigue throughout the day"), osteoarthritis ("osteoarthritis"), arthralgia ("joint pain"), migraine ("migraines"), urinary tract infection ("urinary tract infections"), visual impairment ("reduced vision"), sleep disorder ("disturbed sleep"), depression ("depression") and asthenia ("lack of energy"). The patient was treated with antibiotics and ibuprofen; methocarbamol (analgesic & muscle relaxant). Essure treatment was not changed. At the time of the report, the back pain, osteoarthritis, arthralgia, migraine, urinary tract infection and visual impairment had resolved and the fatigue, sleep disorder, depression and asthenia had not resolved. The reporter considered arthralgia, asthenia, back pain, depression, fatigue, migraine, osteoarthritis, sleep disorder, urinary tract infection and visual impairment to be related to essure. The reporter commented: that the patient used antibiotics and analgesics for a long-term. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.